Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported multiple, intermittent altitude alarms occurred during bolus deliveries. There was no reported adverse impact to the customer's blood glucose level. The customer was ¿ultimately¿ able to clear the alarm. Multiple attempts were made by tandem¿s technical support to obtain additional information regarding the back up therapy the customer reverted to; however, no additional information regarding this event was provided.